Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The most likely cause was due to umbilical cable fraying at connection near mobile view station (mvs). The component replaced to resolve the issue. The software functioned as designed.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. Unrelated to the reported issue, the representative reported that the interface (umbilical) cable was replaced due to fraying on the cable. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system would not perform image acquisitions following the first start up. It was reported that the imaging system was unresponsive to prompts from the user. It was reported that restarting the imaging system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.